Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the hinge gasket was damaged, the reciprocating arm and screws were worn, and the device was out of calibration. The motor, hinge, reciprocating arm, and screws were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: austria.

Event description:
It was reported that intraoperatively, the unit was non functional, there was no power transmission. After final investigation, unstable motor speed was confirmed. There was no patient impact or delay reported. Due diligence is complete.